Event description:
Patient was revised to address knee pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The initial report indicates that the 35mm patella was replaced with a 38mm patella. A search of the international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.